Manufacturer narrative:
The insulin pump had no button error alarms noted. The device had intermittent button response due to corroded keypad traces. No frozen screen during testing. The device passed the displacement test and the time advanced. The insulin pump was able to deliver multiple boluses. The device had cracked case at display window corners and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 63 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.